Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer states they ripped off the site accidently. The customer declined troubleshooting for the low blood glucose. However she treated for the low blood glucose with food. The customer's blood glucose level was unknown at the time of the call. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.